Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin. There was no report of user impact. The following information was provided by the initial reporter: stated does not prime before injection. Stated no insulin flow when taking injection. Stated she has to use 2 or 3 pen needles before one will work. Received a call stating that fluid is not going through the pen needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-feb-2022. H.6. Investigation: customer returned (3) 32gx4mm bd pen needles from lot# 1013486 (1 used and 2 unused). The customer reported no insulin flow when taking injection. All 3 returned samples were examined, and it was observed that the used pen needle exhibited a bent non-patient end (npe) cannula. The remaining 2 pen needles were tested for flow using a test pen injector, and both were able to expel properly. The bent npe cannula would impede flow through the pen needle, hence, the customer would think the pen needles were clogged. Since the faulty sample was returned after use, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannula was bent by the user after handling the pen needle.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin. There was no report of user impact. The following information was provided by the initial reporter: stated does not prime before injection. Stated no insulin flow when taking injection. Stated she has to use 2 or 3 pen needles before one will work. Received a call stating that fluid is not going through the pen needle.